Event description:
Hold for ag 3.22.2022 on (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient pulled out the intestinal tube about 20 cm and the tube could not be reinserted. Later that month, the patient was taken to the hospital for tube replacement. After discharge, the patient was readmitted with a big belly. The next day, intestinal contents came out of the patient's mouth and an intestinal obstruction of unknown location was found. The patient will probably be discharged with ostomy bag on (B)(6) 2022.

Manufacturer narrative:
Reference number 1997079.catalog number in d4 is the international list number which is similar to us list number of 062918.the device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed.intestinal obstruction is a known complication of a peg- j tube placement. This is reported conservatively as the location was unknown. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.